Event description:
It was reported by the aci clinical specialist that a (B)(6) year old female patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-7mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that as soon as the tamp tube (advancer tube) was pulled out from the tissue tract, there was a "steady stream of arterial like blood flow". The patient was "immediately" converted to 30 minutes of manual pressure. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1318904) indicated that the device lot met all established performance criteria prior to shipment. Based on information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.